Event description:
Customer reports that he obtained results of 235 mg/dl, 136 mg/dl, and 400 mg/dl within 10 minutes on the same device. No information provided by customer on any action taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.